Event description:
The initial reporter received questionable ldl_c ldl-cholesterol plus 2nd generation results for 2 patient samples tested on the cobas pro c 503 analytical unit. The initial results were not reported outside of the laboratory. Sample 1 - the initial result was 217 mg/dl. The repeat result was 121 mg/dl. A separate blood sample from the same patient was transferred to a sample cup and the result was around 120 mg/dl. Sample 2 - the initial result was 156 mg/dl. The repeat result was 101 mg/dl. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer remeasured sample 1 and sample 2 for five times and the results matched the repeat results. No discrepancies were noted. They performed a reproducibility test using controls and no discrepancies were noted. The field service engineer (fse) tested the samples for other routine items and no discrepancies were noted. He found crystals on the tip of the sample probe and removed them. He performed 3 cycles of sample probe cleaning. He collected reaction course data. He checked the daily maintenance wash rack sink, ion-selective electrode (ise) and the quality controls. He confirmed that there were no discrepancies. He performed a contamination test with acceptable results. The clotting time for the patient samples was 5 minutes. The patient samples were centrifuged for 5 minutes at 2300 g. The investigation determined that the clotting time and centrifugation time appeared to be short. According to the customer, the pre-analytical steps are according to the manufacturer's instructions. The provided reaction kinetics are normal. The investigation excluded a reagent-related issue because the quality controls were within specification. The investigation determined the event was consistent with a hardware/maintenance issue as the fse found crystals on the tip of the sample probe.